Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable mg2 magnesium gen.2 results when there were 30 tests left in the reagent pack. The customer replaced the reagent pack, calibrated, and ran qc which was acceptable. The customer repeated testing on five samples and the results for three samples had to be corrected. The customer could only provide approximate results. Patient 1: initial 4 mg/dl, repeat 2 mg/dl. Patient 2: initial 1.3 mg/dl, repeat 2.3 mg/dl. Patient 3: initial 4 mg/dl, repeat 2 mg/dl. The erroneous results were reported outside the laboratory. The customer stated to her knowledge no patients were adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative could not find a cause. He adjusted the rinse mechanism volume and the sample probe. He ran precision testing and the customer ran qc with results within range.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A reagent issue was not suspected as some of the erroneous results were higher and some were lower. An issue with calibrations or the reagent probe could show a similar failure picture. The system was running well for 6 weeks after the event.